Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that nearly 15 days after the dental implant was installed in intraoral region #28 it was verified its non- osseointegration. Thirty nine ncm of primary stability was achieved, implant was immediately carried out and immediate load was not executed. Patient presented bone type iii and bone graft was executed.